Manufacturer narrative:
The insulin pump was received with intermittent response from all buttons due to flattened and creased domes. The keypad connector was inspected and no anomalies noted. The insulin pump power up properly after battery installation and was monitored and no blank display anomalies or off no power anomalies noted. The operating currents are within specification and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that only the esc button was responding. Customer also reported that insulin pump was shutting off on its own. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.